Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: on 1/15/2019 a follow-up call was made in an effort to ensure the customers meter is not showing high blood results as previously stated by the customer I was able to contact the customer. Customer states that the meter gave a hi blood results but then after he got a 125mg/dl. Customer did not have the meter with him at the time. Customer states that he continues to use the meter because he believes it is working fine now. I will send a return label for customer to send the meter back to us for investigation.

Event description:
Consumer reported complaint for hi display. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.